Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the mid left anterior descending (lad). The vessel was de novo, bifurcated and thrombotic. Aha/acc classification of the vessel was type b2. The lesion length was 20mm and vessel diameter was 3.0mm. The procedure was an emergent case due to acute myocardial infarction (mi). Aspiration was conducted. Then pre-dilatation was conducted with a 2.75 x 15mm balloon at 6atm for 15 seconds. A 3.0 x 23mm cypher was implanted at 16atm for 60 seconds. Post-dilatation was conducted with a 2.75 x 15mm balloon at 6atm for 100 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was not measured. A week later, the patient complained of chest pain. Coronary angioplasty was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration and balloon angioplasty were conducted with a 3.0 x 15mm balloon. Physician indicated that the cause of the thrombolic event was because the anti-platelet medicine was stopped due to bleeding from the digestive tract.